Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25132085, 25132009, 25131980, the last 3 lots shipped to the account prior to the event date. There was no non conformance which could be considered related to the reported event recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaws remained hot and cautery was on even after cautery toggle disengaged. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaws remained hot and cautery was on even after cautery toggle disengaged. The hospital did not report any patient effects.